Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia"), rash ("rash /skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and dysmenorrhoea ("dysmenorrhea") and was found to have hormone level abnormal ("hormone changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal discharge, rash, hypersensitivity, fatigue, alopecia, hormone level abnormal, migraine, headache and weight increased outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for pelvic, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, breakage she received treatment for hypersensitivity,rash skin: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia"), rash ("rash /skin condition"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and dysmenorrhoea ("dysmenorrhea") and was found to have hormone level abnormal ("hormone changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, vaginal discharge, rash, hypersensitivity, fatigue, alopecia, hormone level abnormal, migraine, headache and weight increased outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for pelvic, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, breakage. She received treatment for hypersensitivity, rash skin: no. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received: patient demographic details, indication for use, and insertion date were updated. Event injury was replaced with plaintiff did not undergo confirmation test, pelvic, abdominal pain, dysmenorrhea, weight gain, migraine, headache, fatigue, hormone changes, hypersensitivity, rash skin, hair loss, vaginal dis, dyspareunia, menorrhagia, breakage added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.